Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that no bumping nor dropping an no exposing to moisture of the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.